Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser was not working on one system and the illumination bulb was out on the other system when setting up for surgery. The customer does not know which event occurred with each system. This is the second of two reports for this facility.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event of laser issue. The laser temperature sensors were found to have issues, due to it being stored in extreme cold ambient temperature. The company service representative was unable to replicate the reported event of the bulb not working. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the laser issue can be attributed to the laser being stored in extreme cold ambient temperature. The system was found to have no problem; therefore, the root cause of the reported event of the bulb not working cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).